Event description:
During a programming session in 5/2005, evidence of a burn was discovered over the implant site. The pt told the advanced bionics rep that the burn occurred shortly after the implant in 2004. The pt stated that they were putting the charger directly on the skin without using the belt or patch and charging while sleeping on at least one occasion. Once the pt received the charger notification letter, they changed their charging techniques and had no further problems. The implant surgeon also noticed thinning of the pt's skin under the burn area which has healed despite hyperpigmentation. The surgeon decided to schedule surgery to create a new pocket.